Manufacturer narrative:
On 31-aug-2021, bwi received additional information indicating that the manufacture date was 27-oct-2020 and the expiration date was 27-oct-2021. Those fields were updated accordingly within this supplemental report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2021, bwi received additional information indicating that the complaint device's lot number is not 00001491 as previously indicated within the initial report. Correction: the complaint device's lot number is 00001419. The lot number has been updated accordingly in section d4 of this report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 0001491 number, and no internal action was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. Air was found in the hemostatic valve of vizigo, but it was temporary. Although vizigo was difficult, the procedure was completed without replacing it because the air constricted (resolved). The procedure was completed without patient's consequence. No further information is available. Air-flow into the side port is MDR-reportable.